Event description:
The revolution catheter and guide wire became tangled during procedure. There was no impact to the pt or procedure.

Manufacturer narrative:
The physician had experienced some resistance during the advancement of the catheter. Upon return of the catheter, a team consisting of rad, qa, and regulatory met to evaluate the returned catheter. The catheter appeared to have been built per specification. Although the device did not cause or contribute to an injury, there could be potential for injury should the event happen again. This report is being sent as a notification.